Event description:
It was reported that the right atrial lead dislodged, verified under fluoroscopy. The lead was capped and replaced successfully (B)(6) 2017. The patient was stable prior during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Should have been (B)(6) 2017 rather than blank.